Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a1 - patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased sodium (na) results generated on the alinity c processing module for a patient sample. The following data was provided (customer¿s reference range 137 - 145 mmol/l): (B)(6) 2024 sample ID (B)(6) initial result = 120 mmol/l, repeat = 140 mmol/l no impact to patient management was reported.

Manufacturer narrative:
Additional information section h4 - device mfg date and section d10 - concomitant product the customer resolved the issue by replacing the ict module and ict probe. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any trends. A review of tracking and trending for the ict module and ict probe did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6), or the ict module and ict probe, were identified.

Event description:
The customer observed falsely decreased sodium (na) results generated on the alinity c processing module for a patient sample. The following data was provided (customer¿s reference range 137 - 145 mmol/l): (B)(6) 2024 sample ID (B)(6) initial result = 120 mmol/l, repeat = 140 mmol/l. No impact to patient management was reported.